Event description:
In 2008, the pt reported that her blood glucose measured "hi" on her blood glucose monitor at 10:30 pm. She attributed elevated blood glucose to infusion site issues. She stated that she had changed her infusion site several times today. Troubleshooting did not reveal any product issues. The pt practices good site rotation and stated that she does not have scar tissue. She stated that she would again change her infusion site. Upon follow up 2 days later, the pt reported that after changing the infusion site, her blood glucose lowered (value not provided). She stated that she does not have a normal blood glucose range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.